Event description:
Per information provided by the patient's attorney: on (B)(6) 2007 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿there was a large, direct defect. This was dissected free and pushed back into the preperitoneal space. An extra large perfix plug (device #1) was then placed within the hernia defect and the onlay mesh was put in place, the tail was brought around the cord structures and secured to the inguinal ligament inferiorly and the abdominal wall superiorly." On (B)(6) 2010 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿there was hernia recurrence coming out of the external ring and a medial perfix plug (device #2) was placed in this external ring and secured.¿ (note: there is no mention/visualization of device #1 during the procedure). On (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent laparoscopic repair with implant of 3dmax light mesh (device #3). Per operative notes, ¿the hernia sac was identified and was noted to be an indirect hernia and lateral to the mesh, which was in place and did not appear to be causing any problems. The hernia defect was completely cleaned of all preperitoneal fatty attachments. A left sided, large, 3dmax light mesh (device #3) was placed.¿ attorney alleges that the patient had hernia recurrence and pain.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient had pain and hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device identify hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This emdr represents perfix plug (device #2). An additional supplemental emdr was submitted to represent perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.